Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box history confirmed rebooting had occurred. The pump was returned with a stripped battery cap and a cracked battery compartment. A test battery cap was used to complete investigation. The pump was exercised for 24 hours using the test cap, with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that the pump has been powering off and that she experienced elevated blood glucose (bg) of 316 mg/dl. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The patient stated that she will change the battery, and the pump then works for a while, and then the pump will power off again. This complaint is being reported based on the alleged power issue.